Manufacturer narrative:
Evaluation summary: upon analysis, visual inspection of the lead did not find any anomalies. The helix was clogged with blood. After cleaning, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
The right atrial lead was found to be dislodged on follow up the day after implant due to inappropriate placement. The lead was explanted and replaced.